Event description:
Patient under local for right tcar procedure. Right internal carotid artery restenosis from previous cea, symptomatic. Patient still awake and responding, wiggles left toes but could not squeeze the dog toy in left hand. Could not advance wire after multiple attempts; expected dissection. Physician decided to abort tcar and convert to cea. Physician left the tcar incision open, packed with gauze and covered with a tegaderm and rush to the operating room. Physician performed a subclavian carotid bypass. Physician states that patient had a stroke on the table during the cea.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.